Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing frequent ipg charging. It was also noted also that leads had migrated. The patient underwent an ipg and lead replacement procedure. The patient was doing well post operatively. The explanted devices will not be return.